Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5125902. During this lot number 28 samples were activated by separation of inserter, separation of the rubber stopper and separation from prn. The product is tested (pull force) through of the different manufacturing process and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. This defect reported is not related assembly process. Conclusions - without sample for evaluation and after quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence, we could not confirm this as a manufacturing related issue. The only way to reproduce the customer's reported mode of failure is that first clamp slide with pvc tubing was activated and during activation could not withdraw needle successfully. Product is functional tested in final assembly by activation and during this test no incidents with exposed cannula or problems of activation have been reported. Of note, during assembly, clamp slide is never activated. Without sample to perform the investigation, we cannot be determined root cause.

Manufacturer narrative:
(B)(4). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that after successful insertion of the successful device where flashback was noted, the needle could not be withdrawn smoothly. The nurse tried to rotate the white safety shield but the needle cannula retracted and caused the extension tubing to break. No medical intervention was performed as a result of this incident.